Manufacturer narrative:
A ge service representative performed an on site investigation. The workstation circuit boards and cables were reseated and made secure. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800's right monitor would go blank when the image was swapped from the left monitor. This could create confusion and delay in care. There was no adverse patient involvement reported. There was no patient information reported.